Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device failed self-test. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty integrated circuit on the pace/defib engine. However, the customer declined repair, and the device was not recertified and was labeled "not for clinical use." Analysis for reports of this type has not identified an increase in trend.